Manufacturer narrative:
(B)(4). Product evaluation showed no defect with the performance of the meter. Case of meter was cracked on upper right. Most likely underlying root cause of malfunction: test strips were reused, strips stored in improper storage conditions, error on test strips.

Event description:
Consumer complaint of blood result reading of "lo". Last 5 tests in memory: "lo", "lo", 147mg/dl, "lo", "lo". No adverse event reported.